Manufacturer narrative:
Date of event: unknown, information not provided. If implanted, give date: unknown, it is unknown if the lens was implanted. If explanted, give date: unknown, it is unknown if the lens was implanted and therefore unknown if the lens was explanted. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site. Only the box, empty lens case and some labels were returned. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a haptic was bent on a sensar monofocal intraocular lens (iol), model ar40m -3.0 diopter. No additional information was provided.

Manufacturer narrative:
Additional information: during a follow up, the customer stated that the issue was a bent haptic due to loading. There was no patient contact and therefore, no patient injury. If implanted, give date: not applicable, the lens was not implanted. If explanted, give date: not applicable, the lens was not implanted; therefore, not explanted. The additional information provided above deems this event as not reportable. (B)(4). All pertinent information available to abbott medical optics has been submitted.